Event description:
The customer reported getting error code 888 at startup.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon (who has used ligamax many times before), attempted to fire a clip and clip malformed thus preventing formation of other clips. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty response from the affiliate: the rep has just got back to me and informed me that the surgeon is unable to recall the specifics and therefore unable to provide any additional details. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator over traveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review.